Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0wb6p, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that troubleshooting was needed for intra-operative procedure impedance issues. Pairs with 03, 13, and 23 are greater than 4000 ohms when impedances were taken at 2 volts, 300 's and 2 volts, 240 's. Some of these high impedances resolved after wiping down the implantable neurostimulator (ins). They had not tried reinserting the lead yet. The impedances were tested again at 2 volts, 390 's and 01, 03, 13, and 23 were greater than 4000 ohms. It was also reported that the rep saw greater than 4000 ohms on all pairs but this was because the implantable neurostimulator (ins) was out of pocket. This was resolved when the ins was put back into the pocket. The rep got motor response with lead alone when they testing the 0, 1, and 2 electrodes at around 3 volts. The ins was being used for testing motor response. The rate was set to 14, the pulse width to 210 's, and cycling to 3s on/3s off on electrodes 03. They got bellows but no toe response. Using the 13 electrodes, they got a bellows response and a little toe response at 4.2 volts. It was reviewed that based on this, current was flowing and there did not appear to be an open circuit. After the procedure, the patient was feeling stim. The rep was unable to check impedances post-op. The patient was put on c2, -1, +3. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.